Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ¿high¿, and the meter bg reading was 261-271 mg/dl. Customer was admitted to the hospitals intensive care unit with a blood glucose level of 22 mg/dl. Glucagon was administered by a health care provider in addition to intravenous fluids of saline to address the low bg. Customer was discharged from the ICU two days later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.